Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to infection. Approxymately 5 months after the first surgery. Surgeon explanted cementless glenoid base, stem tav6 size 10, humeral cup 135/145° 36+3, two standard screw, two locked screw, two cortical screw and centered glenoid. Surgeon implanted cementless glenoid base, stem tav6 size 10, humeral cup 135/145° 36+3, two standard screw, two locked screw, two cortical screw and centered glenoid.